Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-11893. It was reported that the patient had a driveline communicate fault alarm with a yellow wrench on the screen of their controller. The patient was in the emergency room (ER) for low international normalized ratio (inr) of 1.3 due to eating a large amount of spinach and having a nose bleed. The patient was stable and was placed on a heparin drip. The pump parameters were 5000rpm, 4.1 lpm, 4.1 pulsatility index (pi), and 3.6 watts of power. Additional information revealed that the driveline communicate fault alarm was a comm b fault starting at 1759. A x-ray was submitted for review and no obvious areas of concern were found. There was a mention of the alarms returning after the alarm was cleared from the controller. Additionally, when the care provider tightened the lock on the modular driveline on (B)(6) 2022, another alarm was set off. There were no further alarms. An unusually low power reading on (B)(6) 2022 may have been the result of the poor modular cable connection. Plans were made to change out the modular driveline on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication faults. A specific cause for the driveline communication faults could not conclusively be determined through this evaluation; however, they resolved following tightening of the patient¿s modular cable connection. A specific cause for the reported bleeding could not be conclusively established through this evaluation. The submitted controller event log files captured four com b faults on 17jun2022 that resulted in driveline communication faults until 18:49:21. Later on 17jun2022 at 20:36:12, com a and b faults became active, resulting in driveline communication faults until 20:45:47. There were no other abnormal events captured ¿ the remainder of the log file captured routine power cable disconnects and pi events. The pump operated at the set speed for the duration of the captured data. The submitted x-ray images of the internal and external portions of the driveline were unremarkable. No obvious areas of concern were identified. The account reported that the patient experienced a driveline communication and a nosebleed. It was communicated that the account tightened the patient¿s modular cable connection on 17jun2022 which resolved the alarms, and no further alarms were reported. The patient¿s modular cable and system controller were exchanged on 21jun2022. The patient was stable and on heparin gtt. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas instructions for use (IFU) and patient handbook contain information in regard to caring for the driveline and instruct the user to check the driveline daily for signs of damage. These documents further emphasize not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The IFU also notes that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. The alarms and troubleshooting section of the hm3 patient handbook provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies, including communication faults, and what actions to take. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 31mar2022 . No further information was provided. The manufacturer is closing the file on this event.